Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to resolve the issue. The rse along with the customers biomedical engineer (biomed) isolated the issue to the speaker kit. The rse sent the customer a replacement speaker and reached out to confirm that the issue was resolved once the speaker was replaced. The customer failed to communicate with the rse; therefore, the resolution was unable to be confirmed.

Event description:
The customer reported that their newly installed speaker was not working. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.